Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed and then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use or blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a low anterior resection with both sides lateral dissection, ¿clean blade¿ was displayed about 5 hours after the procedure was started. Then, ¿replace instrument¿ was displayed. Sometimes the handle did not return to the home position smoothly after a click sound became not to be heard. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.